Event description:
It was reported that after intubation, the physician clamped the right tracheal tube, and tried to inflate the left tracheal tube, but the air leaked to the right tracheal tube side instead. No patient harm reported, and there is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Manufacturer narrative:
Covidien/medtronic reference number (B)(4). Investigation of the returned sample confirmed the bronchial lumen was blocked off at the distal end. Air leaked from the bronchial side of tubing to the tracheal side of the tubing. A split was observed in the center wall just below the y-adapter. The confirmed issue s a known issue and has been investigated under corrective and preventative actions. Complaint trends will continue to be monitored.